Event description:
Plaintiff states that while working as a dental hygienist she continuously wore latex gloves. She states that she experienced the following symptoms due to wearing latex gloves; hand sores, body sores, hives, wheezing, dermatitis, runny nose, swollen lips, dry uncontrollable cough, asthma, and anaphylaxis.